Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken device observed assessed as surgical damage. ¿ capsular contracture: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported capsular contracture baker grade IV. Later healthcare professional reported ¿implant nicked while removing from pocket¿ which is considered not device related. Additionally healthcare professional reported "implant was nicked while removing from pocket." Device has been explanted.

Event description:
Healthcare professional later reported "implant nicked while removing from pocket on the left side" causing the device to rupture. This event is not device-related. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device remains implanted.